Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the amia pd cycler set and solution bag which resulted in a leak. This occurred during use of peritoneal dialysis therapy. The patient stated that the connection was properly tightened. There was no report of patient injury or medical intervention associated with this event. No additional information is available.